Event description:
It was reported that pump displayed repeat malfunction alarm malf 12 with fault ID (B)(4), with no notable events occurring beforehand there was no adverse impact to the customer¿s blood glucose level. Customer reset pump with guidance from technical support, continued using pump with plan for backup insulin method if needed, and was sent replacement pump under warranty with updated software, along with instructions to place old pump in storage mode, return it within 10 days using provided materials, and program pump settings and connect cgm on replacement device.